Manufacturer narrative:
(B)(6). The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt. This is one of two reports for the same patient. Please reference MFR. Report # 3008443827-2015-00023 and # 3008443827-2015-00024.

Event description:
As reported, the patient had a bilateral critical ischemia (rutherford 5). The patient had a 120 cm. Smart flex 6 x 200 stent implanted via sub-intimal in the right femoral popliteal artery during the index procedure. Nine (9) months after the patient's index procedure, the 120 cm. Smart flex 6 x 200stent was noted to occluded and broken/fractured in the popliteal region. The physician performed a simple angioplasty with pre-dilation and drug coated balloon (dcb). Repository number (B)(4). Multiple attempts to obtain additional information have been unsuccessful.